Manufacturer narrative:
(B)(4). One (1) unit of catalog number 528235 visistat 35w 6/box was received, disinfected, opened package, lot # unknown, stapler was received with remaining staples; the first staple was observed slightly misaligned. During visual inspection the components looked well assembled. Failure mode reported "the staples are not bending" was not confirmed with the sample received during visual inspection. Functional type inspection was performed as follow: the first staple which was observed slightly misaligned was removed and then the stapler was fired (activated) and one staple was loaded, closed & released properly; no issues were found. Then, stapler was activated slowly (normal process) and 10 staples were loaded, formed & released. Finally, stapler was activated in a fast (to try to duplicate the reported defect) and total 31 staples were loaded, formed & released. Failure mode reported "the staples are not bending" was not confirmed with the sample received. Sample received did not confirm the issue reported by the customer "the staples are not bending" during visual inspection. A functional inspection was other remarks: performed stapler was activated slowly (normal process) and 10 staples were loaded, formed & released. Finally, stapler was activated in a fast (to try to duplicate the reported defect) and total 31 staples were loaded, formed & released. Therefore, corrective actions is not required at this time.

Event description:
Alleged event: after stapling twice, the staples are not bending any more, and the staples are falling out the next staplers used. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35w 6/box, lot number 73j1500670 investigations did not show issues related to the complaint. The device has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: after stapling twice, the staples are not bending any more, and the staples are falling out the next staplers used. The patient's condition was reported as fine.